Event description:
A customer reported that prior to starting a procedure the footswitch was not responding. The footswitch cable was replaced to solve this issue. The surgery was completed with no impact to the scheduled procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).